Manufacturer narrative:
This report is submitted on october 21, 2021.

Event description:
Per the clinic, the patient experienced a skin necrosis at magnet site and subsequently was treated with topical vaseline (specific date and duration not reported). The implanted device remains.